Event description:
Spontaneous: pt is requesting 8 cassettes because one of her cassettes was defective and she had to toss it out. Pt did not provide specifics. Lot number: unknown, expiration date: 12/27/2027. No additional information or dates known at this time. Did the reported product fault occur while in use with the pt? No; did the product issue cause or contribute to a pt or clinical injury? No; is the actual cassette available for investigation? No; did we [MFR] replace the cassette? Yes; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.